Manufacturer narrative:
(B)(4). D10: item name# g7 hi-wall e1 liner 32mm d; item# 010000926; lot# 6854128. Item name# g7 bonemaster ltd acet shl 50d; item# 010000702; lot# 6868108. G2: foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. Subsequently, the patient was revised three years and three months post implantation due to dislocation. The patient has a stiff spine causing dislocations. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint history identified no additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.